Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date patient presented with following complications: has to walk with a cane or walker, severe pain, dizziness, headaches, nausea, voice changed, swelling, trouble swallowing and breathing, tingling down legs, weakness in l leg. On (B)(6) 2012: the patient underwent surgery for shoulder repair. On (B)(6) 2012: the patient underwent spinal fusion with rhbmp-2/acs. The surgery was in the region l3-l4 due to a car wreck. On (B)(6) 2012: the patient underwent acdf at c6-c7 using phygen cage, plate, screws, dbm, biod factor human amnion allograft. On (B)(6) 2014: patient presented with cervical disc/spur complexes.